Manufacturer narrative:
.Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Device by manufacturer: on (B)(6) 2015, an fse was dispatched to the customer facility to address the reported event. Fse began to troubleshoot the issues. Fse measured the wash heater temperature, it was 44.5 degrees. Temperature set point was good, set at 39.0. Fse replaced the wash heater and rechecked temperature, it was 38.5. Fse was having difficulty priming the bf washer, observed that the wash solution valve was leaking, even though it was secured to the grey base, replaced the three way valve, and was able to prime the b/f probe successfully. The customer ran quality control (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-360 analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was wash solution heater.

Event description:
On (B)(6) 2015, a customer reported washer temp high error, error 3009 with their aia-360 analyzer. The customer is unable to run bhcg patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting bhcg patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.